Manufacturer narrative:
No ventilator logs have been provided and no service on the ventilator has been requested. The user facility uses a third party service provider for repair and service. The control pc board was reportedly replaced but not returned for investigation. The ventilator has been returned to clinical use. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator generated a technical error. What type of error was not communicated. There was no patient harm. Manufacturer's ref #: (B)(4).